Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the intraocular lens implant procedure, the patient experienced glare and halos. The iol has been exchanged in a secondary procedure. Clinical reason for explant is difficulty in seeing, glares and halos. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information provided and stated that, the iol has been explanted on (B)(6) 2022.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company lens 24.5 diopter (add power +2.2/+3.2) lens was replaced with an unspecified monofocal lens model. The product was not available for evaluation. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).